Event description:
A call was received through technical services reporting the patient has high thresholds in both bipolar and unipolar modes. The patient reports pectoral stimulation in unipolar mode. Unipolar is measuring higher than bipolar. The patient received polarity switch due to low bipolar ventricular measurements. The lead was replaced. No further patient complications were reported as a result of this event. It was further reported that the lead had no capture and had an apparent conductor fracture. It was explanted and returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis revealed that the inner insulation was breached with metal ion oxidation. The outer insulation was melted. The inner insulation had cosmetic metal ion oxidation. The outer insulation had cosmetic environmental stress cracking, was torn, had a white substance on it and a cosmetic depression. The lead was stretched.